Manufacturer narrative:
Other contact phone number: (B)(6). Other contact email: (B)(6). Updated field: b4, g3, g6, h2, h6(type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) was not able to reproduce the failure after following the given steps. During testing, the unit operated for more than 6 hours without an issue. The unit passed all functional tests were performed successfully per the manufacturer¿s specifications with no issues.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump(iabp) did not trigger alarm. There was no patient involved.